Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (07/2022).

Event description:
It was reported that during a stent placement, the device allegedly got stuck and was not able to load through the introducer sheath and failed to advance. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided and a lot history review was performed. Investigation summary: the sample was returned for evaluation. The balloon had been inflated and there was no stent returned with the device. The investigation is inconclusive for the reported device incompatibility and failure to advance issues. The definitive root cause for the reported device incompatibility and failure to advance issues could not be determined based upon information received. Labeling review: the instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H10: d4 expiry date (07/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement, the device allegedly got stuck and was not able to load through the introducer sheath and failed to advance. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this was the first complaint reported for this lot number. Based on the severity and lot quantity the number of events is below the acceptable quality level. Investigation summary: the sample was returned for evaluation. The balloon had been inflated and there was no stent returned with the device. The investigation is inconclusive for the reported device incompatibility and failure to advance issues. The definitive root cause for the reported device incompatibility and failure to advance issues could not be determined based upon information received. Labeling review: the instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H10: d4 expiry date (07/2022), g4. H11: h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement, the device allegedly got stuck and was not able to load through the introducer sheath and failed to advance. There was no reported patient injury.